Event description:
Related manufacturer reference number: 2017865-2023-16734. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker and the right ventricular (rv) lead were over-sensing noise leading to pacing inhibition. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker and the right ventricular (rv) lead were explanted and replaced.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial distal portion of the lead was returned in one piece measuring 42.0 cm / 44.0 cm (outer insulation and outer coil/inner insulation and inner coil). An external insulation abrasion was found at 39.0 cm to 39.5 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.